Event description:
The event occurred prior to the start of a therapeutic transurethral resection of the prostate procedure which was successfully completed with a 10 minute delay with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b3 additional information: b5, d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error causing component was the patient circuit board/high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator had loud noise then the machine stopped working and an error code e433 appeared. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.